Event description:
The device would not function because the accessory hub/stylet would not separate from the unit during positioning in the aorta. The product was intra-operatively changed-out with no consequence reported for the pt.